Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there was a, "possible bolus of heparin during infusion on patient." There was patient involvement but no harm. After the manufacturer received the initial report, bd representatives went onsite to gather additional information. It was reported that the "clinicians stated it was a programming/set-up error. The heparin was erroneously running at the rate of the lactated ringers (lr) at 75ml/hr., which is why the heparin bag emptied sooner than expected. A dual sign off process occurred between a nurse and an orientee; however, at infusion start-up the ¿first chamber failed¿ (channel error) and they had to get a new device and set-up the heparin infusion for a second time. The nurse and orientee went through the same dual verification process. The nurse stated she was uncomfortable setting up two infusions at the same time, as the lr and heparin infusions were going through two different IV sites. No anti-dote was given to the patient, the heparin infusion was discontinued and was not restarted." Per report, the devices were then sent to the facility's third-party biomed for testing. However, the results have not been shared with bd to date.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had a over infusion - heparin, programming error.

Event description:
It was reported by the customer that there was a, "possible bolus of heparin during infusion on patient." There was patient involvement but no harm. After the manufacturer received the initial report, bd representatives went onsite to gather additional information. It was reported that the "clinicians stated it was a programming/set-up error. The heparin was erroneously running at the rate of the lactated ringers (lr) at 75ml/hr., which is why the heparin bag emptied sooner than expected. A dual sign off process occurred between a nurse and an orientee; however, at infusion start-up the ¿first chamber failed¿ (channel error) and they had to get a new device and set-up the heparin infusion for a second time. The nurse and orientee went through the same dual verification process. The nurse stated she was uncomfortable setting up two infusions at the same time, as the lr and heparin infusions were going through two different IV sites. No anti-dote was given to the patient, the heparin infusion was discontinued and was not restarted." Per report, the devices were then sent to the facility's third-party biomed for testing. However, the results have not been shared with bd to date.